Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device was difficult to unload. It was also stated that the suture jammed in the device and was unable to open. There was no patient injury.